Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump became distorted. Nothing further was reported.

Manufacturer narrative:
The display was frozen due to moisture damage on the electronic assembly.